Event description:
It was reported that during a device upgrade it was noted that the right atrial (ra) lead was observed to have a higher capture threshold compared to the baseline. The ra lead was therefore also removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of high capture was not confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged blood/tissue. Visual and x-ray inspection found the inner insulation damaged and the inner coil over torqued consistent with the procedural damage. Electrical testing performed found an internal short between the conductors due to the inner coil over torqued and the inner insulation damaged consistent with the procedural damage. X-ray and electrical testing did not find any conductor fracture. The damages found on the lead were consistent with procedural damage.